Manufacturer narrative:
(B)(4). The pump was returned for pump error 43 alarms found on (B)(6) 2021. Insulin pump¿s history and trace files downloaded successfully using thus software. Unit passed self test. Insulin pump¿s error 43 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarms. Insulin pump¿s error 43 confirmed in the pump history/trace files on (B)(6) 2021 at 10:45am. Pump was cut open to perform visual inspection and found corrosion damageon the motor. Unit tested outside the pump and received pump error 43 at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Insulin pump¿s error 43 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch.

Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer stated that they were able to clear the alarm and they were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.